Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge intermittently displayed multiple inaccurate fill estimates. Reportedly, the cartridge was filled with a full syringe of insulin; however, the insulin gauge displayed an initial fill estimate of 40 units and remained static after delivering bolus requests. Blood glucose level was 200 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.